Event description:
It was reported to philips the device would not shock during opcheck. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty processor pca. The fse replaced the processor pca. The device passed all performance assurance tests and was placed back into use with the customer.

Event description:
It was reported to philips that the device would not shock during opcheck. There was no patient involvement.